Event description:
A dialysis unit reported that prior to pt usage, a kink was detected at the pump tubing exit on the arterial line. The sample is available for evaluation.

Manufacturer narrative:
Device history record review and molding inspection record: no indication of the reported defect found during a review of the device history record. Lot met all release criteria. No other similar complaint has been filed on this lot. Sample analysis report: during the visual inspection of the returned sample, only a partial kink was found on the arterial line just below the red adaptor on the main line side. The kinked main line does not have a correct coiling, the main line below the pump segment connector was on a perpendicular position with one side of the bag and it should be on a parallel position with one side of the bag. Corrective action: the coiling fixture was modified and new module #5770 was created to improve the coiling technique on the code 03-2622-9 expected date of implementation in 2004, and for the series expected date of implementation on the following month. We will continue to monitor for trends.